Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 174, 117,142 mg/dl. Tests were done within 10 minutes with a difference of 23%. Pt did not experience ay adverse events. No further information has been reported.